Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. Stryker replaced the device's therapy pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on after being dropped. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the customers device and determined physical damage to l4 on the pcba board to be the cause of the reported issue. It was unable to receive power due to damage.

Event description:
The customer contacted stryker to report that their device would not power on after being dropped. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.